Event description:
Note: this report pertains to the submitted maude event report #(B) (4). It was reported to boston scientific corporation that an obtryx system was used during a transobturator sling procedure placed in 2007. According to the complainant, after the procedure, the sling eroded into the urethra. The physician plans to surgically remove the sling.